Event description:
Meter was set to the incorrect unit of measurement. The pt's family member stated that they has been taking care of their family member for about 2 months and during that time they have seen the decimal point on the display. The pt had been feeling dizzy, tired, and thirsty during those two months. On 3/2005, a lab test was performed. The lab result was 316 mg/dl and the meter read 18.7 (the result was interpreted as 1.87 grams). After being converted the reading was 337 mg/dl. The pt's medication regimen was changed after the meter to lab comparison. The pt's family member stated that a home nurse was giving the pt their insulin; they do not know if the nurse was adjusting their insulin based on the meter's results, however it is known that the pt was obtaining high results during the past two months. The reporter stated that the meter was previoulsy set to the correct unit of measurement. They had not recently changed the settings on the meter. Due to spontaneous/unintentional power interruption, the meter reverted from the "mg/dl" to the "mmol/l" unit of measurement; thus indicating tha tthe reported meter meets the criteria for a medical device reportable. There is sufficient information to show that the meter contributed to hyperglycemia. This case is being documented as an adverse event.